Event description:
It was reported that a balloon rupture occurred. A 4.00 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for an in-stent restenosis (isr) treatment. The balloon ruptured immediately during the initial inflation attempt. The device was removed from patient; the procedure was successfully completed with an alternative device. There was no patient complication reported.